Event description:
Additional information received reported the patient went to the hospital on 2015-(B)(6) for reprogramming. The healthcare professional (hcp) adjusted certain parameters, but the patient¿s condition did not improve. The patient was still not walking steadily.

Event description:
It was reported that since 2014-(B)(6) the patient walk was unstable and they had split step. The patient wanted to be reprogrammed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).